Manufacturer narrative:
The c-taper cocr lfit head 36mm/0; cat# 06-3600; lot# unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patients' left hip was revised due to infection. The surgeon performed an I & d with insert and head exchange. The surgeon does not believe this is implant related and will not provide any further information to the sales rep regarding this case.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records were made available for evaluation. The source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The reported event regarding infection involving a trident liner was not confirmed.

Event description:
It was reported that the patients' left hip was revised due to infection. The surgeon performed an I & d with insert and head exchange. The surgeon does not believe this is implant related and will not provide any further information to the sales rep regarding this case.